Event description:
On (B)(6) 2008: customer reports female, unk age, having a stone removal procedure when the urology suite generator shut down. Staff moved pt to another room for completion of procedure. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.